Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-75992.

Event description:
The customer reported via telephone call that she was hospitalized twice for diabetic ketoacidosis. The first incident occurred on april 26, when the customer was found unconscious by her husband. The blood glucose reading was 500 mg/dl. She was treated with an insulin drip and fluids and was given back the insulin pump once the blood glucose was stabilized. The second hospitalization occurred in june when the customer began to vomit black and brown. The blood glucose reading was 500 mg/dl. She was treated with fluids and nausea medication. She was allowed to continue wearing the insulin pump at the hospital. She declined troubleshooting for high blood glucose and stated that there had been issues with low blood glucose dropping as low as 17 mg/dl in the middle of the night, and she had been having this issue for about a month. The customer declined troubleshooting for low blood glucose as well. The insulin pump was not returned or replaced.